Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "leakage in the hub where the 2 lumens are connected. The leakage is in the "butterfly" where the lumens get together." The PICC was replaced to continue therapy. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported "leakage in the hub where the 2 lumens are connected. The leakage is in the "butterfly" where the lumens get together." The PICC was replaced to continue therapy. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4)